Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2, g5. Corrected information: g1.

Manufacturer narrative:
Date sent to the FDA: 01/11/2022. Additional information: a2, d3, g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2010 during which the surgeon noted: "one major and one minor nerve trunk, all of which were trapped in a mass of mesh and scar. The surgeon commenced a very difficult and tedious dissection and was able to fully extract up toward the portion of the material from within the retroperitoneal space. The surgeon identified a recurrence or persistence of an indirect inguinal hernia sac in the course of his retroperitoneal dissection. The base of the residual sac was suture ligated, then was amputated. The surgeon mobilized all of the mesh from its lateral fixation points long the inguinal ligament. The most tedious aspect of the dissection was trying to separate the cord and its contents from the mesh. The cord was actually caught between the plug and the anterior mesh leaflet had created a tunnel-like effect around the spermatic cord." It was reported that the patient experienced severe pain, inflammation, sexual dysfunction and nerve block treatments. No additional information is provided.